Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from 209 different patient samples tested on a vitros 5600 integrated system, when compared to non-vitros tsh results generated from the same samples. A potential cause of the discordant results is a sample interferent, such as biotin, which may affect one or both assays to a varying degree. The customer did not provide any quality control information but stated that there is no concern over quality control or proficiency sample performance. There was no indication the vitros tsh reagent had malfunctioned. As the issue has been occurring over a long time period, and over multiple reagent lots, the issue is unlikely to be calibration or instrument related. The presence of an interferent in the patient sample that is interacting with the matrix of the vitros tsh assay, but not with the non-vitros method, could not be ruled out. Of the sample results supplied, 91 were confirmed by the customer as being obtained from patients on biotin containing supplements. No further details of medications and supplements were provided. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. Ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl (equivalent to 5 ng/ml). Ortho issued a customer letter - ¿information on how biotin may affect specific vitros microwell assays¿ to alert customers of the effect high-dose biotin supplements have on some vitros immunodiagnostics products (microwell assays) such as the vitros tsh assay. The vitros tsh assay includes the use of streptavidin-biotin in the design which may be susceptible to biotin interference. Emdr 431065 tsh patient results vs expected cobas result.

Event description:
The investigation has determined that discordant vitros tsh results were obtained for multiple patients using multiple reagent lots processed on a vitros 5600 integrated system, when compared to a non-vitros (roche cobas) method. A total of 209 vitros results were lower than expected when compared to the cobas tsh results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer has been sending out all abnormally low tsh results to be referenced on a cobas analyzer considers the cobas method results to be the true result. No discordant vitros tsh results have been reported as the customer is reporting the patient sample results from the alternative method. Ortho has not been made aware of any patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).